Event description:
Caller reported mobile system 1 blood glucose result of 25.9 mmol/l and mobile system 2 results of 5.8 mmol/l and 5.8 mmol/l on within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips. Strips for mobile system 2 are not available for return.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for mobile system 1, medwatch with identifier (B)(6) is for mobile system 2. Strips not available for return.